Event description:
Per the clinic, the device was explanted due to migration of the electrode array. The surgeon explanted the device and determined that reimplantation could not be successfully achieved. Implantation in the contralateral ear is being considered but has not occurred as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).